Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to lead implantation, the physician noted that the suture sleeve was missing from the right atrial (ra) lead. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of suture sleeve missing was not confirmed. A complete lead was returned in one piece without a suture sleeve. The lead was not returned with its original packaging. Unable to determine when the suture sleeve was missing due to all inspection passed during manufacturing and autopack image showed the suture sleeve was assembled on the lead during manufacturing process. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.